Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing not delivered when required and was found to be dislodged. A surgical procedure was performed to successfully reposition the lead. No additional adverse patient effects were reported. The lead remains in service.